Manufacturer narrative:
Continued from section medical devices: cook, dilation syringe, ds-60cc-s boston scientific, alliance inflation handle investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A functional test was performed on the returned device. A cook dilation syringe (ds-60cc-s) was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, the balloon was attempted to be inflated with water and the balloon. The balloon would not inflate, and a leak was seen from a rupture along the length of the balloon. A visual inspection of the catheter showed no kinks or bends. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A leakage in the balloon can occur if the balloon material comes into contact with a sharp object or a burr in the endoscope channel. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all hercules 3 stage balloons esophageal are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy, the physician used a cook hercules 3 stage balloon esophageal. They inflated the balloon all the way up (6 atm) but after a few seconds, it ripped. The user pulled a forceps to complete the procedure. Clarification received (B)(6) 2018: "he (physician) said the patient had a schatzki ring [esophageal stricture]. He used forceps to break it up by picking at it [to finish the intended procedure]."